Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient with a history of pulmonary embolism and left leg deep vein thrombosis and severe venous claudication was scheduled for inferior vena cava (ivc) placement. Access was gained via the right common femoral vein. A vena cavagram was performed and an ivc filter was deployed at the level of l2-l3. A completion vena cavagram was performed which demonstrated good filter position. Approximately two years ten months post deployment, radiology exams demonstrated the ivc filter to be somewhat tilted. Approximately two years eleven months post deployment, a CT demonstrated a tiny amount of thrombus just above the level of the filter, a tiny collection of air within the thrombus in the region of the legs of the filter and some of the legs of the ivc filter to be extended outside of the wall of the cava. Approximately three years one month post deployment, an inferior vena cavagram demonstrated occlusion of the inferior vena cava inferior to and including the filter. Approximately three years one month post deployment, a CT of the abdomen and pelvis was performed which demonstrated the ivc filter remained in place with the apex below the renal vessels at upper l3 level and thrombus in the ivc. Approximately three years two months post deployment, patient underwent ivc filter retrieval. Multiple unsuccessful attempts were made to retrieve the ivc filter using first a recovery cone device, an amplatz gooseneck snare in tandem with glidewire, a modified snare technique and endocardial biopsy forceps. The filter apex could not be deflected from the right lateral wall of the ivc. With traction, one of the flexible filter legs was deflected upward and the modified snare became disengaged. Same day, a CT of the abdomen was performed which demonstrated multiple filter legs had perforated the ivc. One leg was located in an intravertebral disc, one is anterior and one posterior to the aorta and one has penetrated the aorta and is within the aortic lumen. Approximately three years three months post deployment, patient underwent mechanical thrombolysis and thrombectomy of the left iliofemoral veins; balloon angioplasty of the ivc and left iliofemoral veins; stenting of the ivc and left iliac veins and placement of a second ivc filter. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Therefore, based on the medical records received, the investigation can be confirmed for perforation of the ivc, material deformation, occlusion of the filter and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment; however, the relationship with the filter is unknown. The investigation is inconclusive for tilt as there is no evidence of significant tilt from the provided medical records. Per the medical records, a modified snare technique and endocardial biopsy forceps were used to retrieve the filter. However, the filter apex could not be deflected from the right lateral wall of the ivc. With traction, one of the flexible filter legs was deflected upward and the modified snare became disengaged. Per the IFU ( instructions for use), "retrieve the g2 filter using the recovery cone removal system only." Therefore, the material deformation is likely due to the use of the modified snare technique and endocardial biopsy forceps. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: retrieve the g2 filter using the recovery cone removal system only. Potential complications: acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the ivc, multiple struts perforated the inferior vena cava, one strut perforated the aorta, and another strut perforated into the spine. Subsequently, the patient allegedly experienced stenosis of the ivc and experienced total occlusion of the ivc. Furthermore, the patient experienced severe back pain where the legs of the filter are in the spine. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately two years and ten months later post filter deployment, a tpa thrombolysis was successfully placed into the right femoral vein (40cm infusion length) and filter was somewhat tilted. On the next day, repositioning of tpa catheter into the inferior vena cava and right iliac vein. On the next day, inferior vena cava venogram was performed and it revealed there does appear to be some chronic scarring and mild stenosis around the inferior vena cava filter which was tilted. After one week, a computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed a tiny amount of thrombus may extend just superior to the level of the filter. There was some air within the inferior vena cava in the region of the legs of the filter. Some of the legs of filter extend outside the vena cava wall. After two months, inferior vena cava venogram was performed and it revealed the inferior vena cava fills above the occluded inferior vena cava filter. After one month, the patient was scheduled for the filter retrieval, the right internal jugular vein was accessed. A computed tomography (CT) shows multiple legs have perforated the inferior vena cava, one leg was in an intravertebral disc, one was anterior and one posterior to the aorta and one has penetrated the aorta and was within the aortic lumen. A cavogram was performed and this showed a small amount of non-occlusive thrombus against the caval wall above the filter. The filter apex was grasped with the retrieval cone and the sheath was brough down over the filter. However, the filter could not be dislodged either by traction of cone or the sheath. This was repeated multiple times without success. With using modified snare technique, further attempts were made at pulling the filter into the 20-french sheath. However, the filter apex could not be deflected from the right lateral wall of inferior vena cava. With traction, one of the filter legs was deflected upward and the modified snare became disengaged. Attempts were made to grasping the apex of filter with gooseneck snare, also without success. Endocardial biopsy forceps were also used to grasp the apex of filter without any success. At this point the procedure was stopped. After one-month, mechanical thrombolysis and thrombectomy of the left iliofemoral veins and balloon angioplasty of the inferior vena cava and left iliofemoral vein and stenting of the inferior vena cava and left iliac veins was successfully done. A new tulip filter was placed central to the stents in the infrarenal inferior vena cava. After seven years and nine months, computed tomography (CT) abdomen and pelvis with contrast was performed and it revealed fragments of partially removed filter was seen surrounding the stents and just superior to the stent was intact inferior vena cava filter. After six days, the right internal jugular vein was accessed. Using 0.035 glidewire and glidecath it was try to get access the filter into the stent. However, this was unsuccessful. It was attempted to snare the filter and tried to retrieve it but there were significant adhesions. After 2 hours of fluoroscopy, it was decided to stop the procedure and placed a wallstent in order to deal with superior-most aspect of the filter in order to prevent it from migration given all the manipulation. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava, filter occlusion, material deformation, filter limb detachment and retrieval difficulties. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter had tilted with the filter embedded in the wall of the inferior vena cava, multiple struts perforated the inferior vena cava, one strut perforated the aorta, and another strut perforated into the spine. Subsequently, the patient allegedly experienced stenosis of the inferior vena cava and experienced total occlusion of the inferior vena cava. Furthermore, the patient experienced severe back pain where the legs of the filter are in the spine. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.